Manufacturer narrative:
Additional information was received that the patients symptoms were not device related. The patient was prescribed with medications. No next course of action will be taken at this time.

Event description:
A report was received that the patient was feeling nauseous and took two doses of anti-nausea medication. The patients stomach was quivering even if the stimulation was turned off.

Event description:
A report was received that the patient was feeling nauseous and took two doses of anti-nausea medication. The patient's stomach was quivering even if the stimulation was turned off.